Event description:
This is filed to report incomplete coaptation and worsening mitral regurgitation it was reported on 4/29/2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. One ntw clip was implanted, reducing mr to a grade of 1. On 7/6/2023, the patient returned to the hospital. Echocardiography showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, this report is a duplicate of (B)(4). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating this issue has already been captured in another complaint (B)(4). No additional information was provided.